Manufacturer narrative:
Age at time of event: (B)(6) years old. (B)(6).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via ipsilateral approach. The 70% stenosed target lesion was located in the non-calcified portal vein. A 12 x 60 x 120 mm epic vascular stent was advanced for treatment. However, during stent deployment, resistance was encountered but eventually, the stent was deployed. Post deployment, the measurement of the stent was observed to be 30 mm under radiography which could not fully cover the lesion. Subsequently, the physician implanted another of the same device to complete the procedure. No patient complications were reported and the patient's status was stable.